Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber provided with an rt132 infant continuous breathing circuit was found leaking water from a crack in the wall of the humidification chamber. The healthcare facility also reported that the subject chamber had been in use for 16 days. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested for the return of the subject device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Correction: section d1: brand name updated to fisher & paykel healthcare. Section g4: PMA/510(k) number updated to k934140. H11: method: the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the reported crack near the flange. The healthcare facility additionally reported that the chamber was in use for 16 days. Conclusion: we are not able to determine the cause of the crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not use beyond 14 days maximum duration of use." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber was found leaking water from a crack in the wall of the humidification chamber. The healthcare facility also reported that the subject chamber had been in use for 16 days. There was no reported patient consequence.